Event description:
Reported that the secondary set was delivering an unspecified chemotherapy agent while attached to an unspecified primary plum set. The nurse was moving the secondary line through a patient's gown when the secondary set became disconnected from the primary line. This resulted in a chemo spill onto the nurses leg reportedly, "causing numbness and tingling". The nurse did not require medical intervention. The nurse reported that the secondary set was not properly secured to the primary line. There were no reported adverse patient effects.